Event description:
The event is reported as: "alleged issue: a drain was opened to be used on a perforated sigmoid case in surgery and "fell apart" as described by the operating room staff in the room. The surgeon had requested four capillary drains be opened at the close of the case. At least six drains were opened trying to find a suitable drain. There was no immediate adverse pt event at the time of surgery." The complainant reported that the caps were dry rotted. No pieces fell into the pt and the actual samples used in the case are no longer available. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
A visual inspection was performed. From the picture it was observed that it fell apart during use. No other defected were observed, however, the sample is required for evaluation. A device history record (DHR) review did not show issues related to complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it.